Manufacturer narrative:
An event regarding revision due to pain involving a mako uni femoral component was reported. The event was confirmed. Device evaluation and results: could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: osteoarthritis disease progress after medial unicompartmental knee arthroplasty (uka) surgery in 2015 has contributed to a second procedure of lateral and patellofemoral uka in 2016 in stead of a preferable conversion to total knee with malalignment after the second uka intervention contributing to overload with clinical symptoms requiring still conversion to a total knee in 2017. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. A review of the provided medical records and x-rays by a clinical consultant indicated that osteoarthritis disease progress after medial unicompartmental knee arthroplasty (uka) surgery in 2015 has contributed to a second procedure of lateral and patellofemoral uka in 2016 in stead of a preferable conversion to total knee with malalignment after the second uka intervention contributing to overload with clinical symptoms requiring still conversion to a total knee in 2017. It is noted that the combination of medial and lateral uka is off-label as per IFU reference. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a primary procedure for the medial aspect on (B)(6) 2015. Patient had another procedure for the lateral and pf aspects on (B)(6) 2016 (no stryker devices were explanted at that time). All components except the patella component were explanted on (B)(6) 2017. Revision was performed due to pain.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary procedure for the medial aspect on (B)(6) 2015. Patient had another procedure for the lateral and pf aspects on (B)(6) 2016 (no stryker devices were explanted at that time). All components except the patella component were explanted on (B)(6) 2017. Revision was performed due to pain.